Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue; short battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: the black box data and alarm history showed multiple ¿cs128-fb88/0080¿ alarms on (B)(6) 2016. Secondary error code fb80 is defined as a post-delivery motor power supply fault. The battery compartment and cap were undamaged and able to fit securely. ¿ez-prime¿ steps were performed correctly, no ¿cs128¿ or any errors, alarms or warnings occurred during the investigation, ¿cs128¿ alarm was simulated during the investigation using a power supply. The pump gave the appropriate audible and visible ¿cs128¿ alarm at the correct threshold. During investigation, moisture corrosion was observed on the motor flex/connector.